Event description:
Please refer to details on report submitted through congressman. "Read" (B)(6) office: my concern is not only for myself but for many others who use oxygen concentrator, and have never been informed about the internal filters in concentrators. As well, I believe this may affect people who are given treatment by physicians and other caregivers, especially in assisted living and nursing homes. Thank you for your anticipated attention in this matter. "Drive adopt life hut's home oxygen & medical supplies." Compounded by a pharmacy or an outsourcing facility.